Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 20mm emerge¿ balloon catheter was selected to pre-dilate the lesion. However, it was noticed that the guide wire would not pull out from the catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter without a wire. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device and exited through the exit notch with no resistance felt. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The reported froze on wire was not confirmed via product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 20mm emerge¿ balloon catheter was selected to pre-dilate the lesion. However, it was noticed that the guide wire would not pull out from the catheter. No patient complications were reported.